Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows four successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported during flap creation opaque bubble layer (obl) appeared around the inferior portion of the flap. When the doctor attempted to lift that portion of the flap it was noted the area was untreated. The doctor was able to pull the flap back far enough to treat the eye.